Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx5241 showed forty-four other similar product complaint(s) from this lot number.

Event description:
It was reported leakage at luer connector, the luer connector of leaking catheter cannot be connected to the bottom of the heparin cap threaded port and the bottom of the mz threaded port. It was reported this occurred with eight devices. This report addresses the seventh device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported leakage at luer connector, the luer connector of leaking catheter cannot be connected to the bottom of the heparin cap threaded port and the bottom of the mz threaded port. It was reported this occurred with eight devices. This report addresses the seventh device.